Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the forceps channel port was deformed; the forceps cap was noted to be broken. The customer's originally reported issue of air/water leakage was not confirmed. The following additional findings were also noted: light guide bundle, operation unit, up/down plate, and eyepiece all flooded, light guide bundle yellowing, insufficient angulation, and vent metal corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that their oes cystonephrofiberscope exhibited air/water leakages. Upon inspection and testing of the returned unit, it was discovered that the forceps channel port was deformed. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions both originally reported as well as found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to physical stress. Olympus will continue to monitor field performance for this device.